Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice apd set with cassette experienced a connection issue. During dwell two of peritoneal dialysis (pd) therapy, the supply bag disconnected form the supply line of the cassette. The patient ended therapy and did not continue with the therapy session. There was no report of patient injury or medical intervention associated with this event. No additional information is available.